Manufacturer narrative:
Updated fields: b4,d9, e1(initial reporter),g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: d10,h6(medical device ¿ problem code,health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced safety disk with blood stains. Performed work according to the service manual with good results.

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h11. Corrected fields: b5, h6 (investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced safety disk with blood stains. Performed work according to the service manual with good results. All functional and safety checks completed to meet factory specifications.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump iabp had catheter rupture, which caused blood back issue. No injury or harm was reported.

Manufacturer narrative:
Due to character limit in the e1 section- the full event site name is (B)(6) medical center. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer during therapy (after 9 days of insertion) that the cardiosave intra aortic ballloon pump`s iab catheter ruptured and had displayed gas loss in iab circuit alarm. Both the iab catheter and the concomitant sheath were removed subsequently as a unit from the patient. While removing these devices from the patient, they got stuck at the femoral artery and could not be removed percutaneously. Therefore, surgical intervention was required. After the surgical intervention, the patient's arterial pressure dropped temporarily. Then medication was administered and the patient recovered without sequelae. There were no adverse consequences reported so far.no patient harm or injury reported.